Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a lead percutaneous test kit. The case was aborted due to an emergency. At the beginning of the case, patient was scheduled for a cystoscopy. While prone, the trial was started by placing both needles into the patient. However, the patient began vomiting so the needles were withdrawn and the rep left the room. Emergency care was administered by the staff. Patient ultimately dropped oxygen saturation and heart stopped requiring CPR. The patient was taken by ambulance to the hospital. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: manufacturer site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the after mac anesthesia was administered to the patient, they vomited. It was noted that this was not related to the device. The patient weight at the time of event was unknown. The patient remained hospitalized but was doing well and expected to recover.